Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025 around 2:00 am, the patient lost consciousness and the patient¿s husband called an ambulance. She was taken to the hospital. Prior to the event, patient confirmed that she had low readings on her cgm. At the time of the event the patient couldn¿t recall readings on her cgm or medications given while in the ambulance because she was unconscious. At the hospital, she confirmed that when her blood glucose was checked it was 18 mg/dl. The comparison between the bgm and cgm was approximately 50 points off. She was treated with intravenous glucose and unable to recall if there were any other medications provided. The patient was hospitalized for four days and discharged (B)(6) 2025. There was no documentation of further medical evaluation or intervention. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.